Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions. There was no reported adverse impact to customer¿s blood glucose level.